Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, the planning software started and the plan loaded, and after ¿continue to procedure¿ was selected and the patient sensory triplet was positioned, a patient plan loading screen appeared unexpectedly instead of the timeout screen. The procedure was cancelled, and the physician was not able to complete the superdimension portion of the case and the case was not completed by other means. The patient was under general anesthesia.